Event description:
It was reported that the patient experienced low voltage alarm when connected to the mobile power unit (mpu) wall power. The patient was provided with another mpu. On (B)(6) 2023 at 1245 the nurse was called to the patient's bedside in cardiovascular laboratory room. The patient was connected to the system monitor via white cord and there were ventricular assist device (vad) numbers on the screen briefly but then disappeared. No alarms were noted. A few system monitors were brought down and tried but was still unable to get numbers on the screen. Power modules and patient cable were exchanged to see if that would work but nothing was working. The controller showed appropriate vad parameters, green light was illuminated and there was no indication of alarms. Self test was run, and the numbers appeared on the screen. But as soon as the controller was down, the numbers disappeared. It was decided to exchange to the backup controllers that resolved the issue and vad parameters appeared on the screen and remained present throughout the procedure. No other intervention was needed. It was initially believed that the low voltage alarms the patient experienced on the mpu were related to mpu malfunction. Given the resolution of the issue while on the hospital's power module and system monitor, the issue appeared to be the controller. The patient was instructed to notify the team immediately if further alarms or issues were noted while at home on mpu. The patient did not report further alarms since the controller was exchanged. Related MFR # for the controller: 2916596-2023-06360.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: loose rubber encasing of the power cable connector on the patient cable of the mpu. The reported event of low voltage alarms while connected to the mobile power unit was confirmed via log file analysis. The mobile power unit (mpu) (serial number: (B)(6)) was returned for analysis and a log file was downloaded for review that showed events spanning approximately 7 days ((B)(6) 2023 per timestamp). Events occurring on (B)(6) 2023 were recorded during testing at abbott labs. An atypical low voltage advisory alarm was active on (B)(6) 2023 at 22:11:22. The alarm occurred due to fluctuating rsoc voltage on both power cables while connected to the mobile power unit, which was not coincident with a power source exchange. The alarms cleared shortly after activating and pump operation was not affected. The driveline was disconnected on (B)(6) 2023 at 13:01:10 for a system controller exchange. There were no notable alarms active in the log file. The mpu (serial number: (B)(6)) was returned for analysis to the service depot and was evaluated and tested on (B)(6) 2023. The mpu booted up expected and ran on a mock loop for several days without any issues or alarms activating. Additional information provided on (B)(6) 2023 stated that the mpu stated that the ac power cord had a v-lock. Additional information provided on (B)(6) 2023 stated that the patient has not reported any further alarms at home since the controller was exchanged. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.